Event description:
It was reported that a replacement battery was ordered. It was clarified the battery was not charging properly and would deplete in a very short amount of time. There was no reported patient or user involvement and no adverse patient/user impact.